Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 248 mg/dl. Customer stated that he thinks it could have been sweat. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Customer was advised to remove the battery since the alarm could not be cleared. No additional informational provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.